Event description:
It was reported that the patient received inappropriate shocks due to a 'defective lead'. The lead was explanted. No further patient complications have been reported as a result of this event. Additional information was received reporting that there was also oversensing.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory.evaluation summary: proximal conductor was fractured; full lead was returned for analysis. It was reported that the patient received inappropriate shocks due to a 'defective lead'. The lead was explanted. No further patient complications have been reported as a result of this event. Additional information was received reporting that there was also oversensing. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure lead conductor device was out of specification in a manner that relates to event oversensing shock, inappropriate defective device.